Manufacturer narrative:
Device evaluated by MFR: examination of the received product revealed only the protection wire was returned. The delivery sheath and the retrieval sheath were not returned. Visual and microscopic inspection observed the radiopaque distal tip of the protection wire was found curved, wavy and had been stretched approximately 9mm on its proximal portion. What appears to be embolic material was found on the inside of the filter bag. The wire was kinked at approximately 19, 33, 39, 135 and 143cm from the distal tip. The filter bag was observed to be in good condition and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-02830. It was reported that during a stenting treatment procedure, the filterwire was removed while deployed. Vascular access was obtained via a femoral artery. The 80% stenosed target lesion was located in the internal carotid artery extending to the common carotid artery. A filterwire ez was positioned and a 6fr non bsc sheath was advanced to the lesion. Activated clotting time was checked. Pre-dilation was then performed with an unspecified 4.0x20mm balloon. The 10x31mm carotid wallstent was advanced over the filterwire. Once in position, increasing resistance was noted while attempting to deploy the stent. When the stent was approximately 50% deployed the physician was not able to slide the outer sheath back further to complete deployment, nor was he able to reconstrain the stent. The sheath was advanced just proximal to the partially deployed stent and both the stent and the wire were pulled into the sheath. All three devices were removed together. The procedure was completed with another of the same of both the filterwire and the carotid wallstent. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-02830. It was reported that during a stenting treatment procedure, the filterwire was removed while deployed. Vascular access was obtained via a femoral artery. The 80% stenosed target lesion was located in the internal carotid artery extending to the common carotid artery. A filterwire ez was positioned and a 6fr non bsc sheath was advanced to the lesion. Activated clotting time was checked. Pre-dilation was then performed with an unspecified 4.0x20mm balloon. The 10x31mm carotid wallstent was advanced over the filterwire. Once in position, increasing resistance was noted while attempting to deploy the stent. When the stent was approximately 50% deployed the physician was not able to slide the outer sheath back further to complete deployment, nor was he able to reconstrain the stent. The sheath was advanced just proximal to the partially deployed stent and both the stent and the wire were pulled into the sheath. All three devices were removed together. The procedure was completed with another of the same of both the filterwire and the carotid wallstent. There were no patient complications reported and the patient's status is good.